Event description:
The patient is reportedly experiencing pain and is refusing to wear external equipment. System lock could not be established. The center is pursuing additional device testing and device explant.